Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain") in a 43 year-old female patient who had essure inserted (lot no. B09702). Additional non-serious events are detailed below. The patient had a medical history of amenorrhea, period pains, headache, lumbar spine degeneration, spondylosis, numbness in leg, foggy feeling in head, joint pain, parity 5, fatigue and ischialgia. Previously administered products included: mirena. Concomitant products included tramadol, naproxen and gabapentin. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required) and hypersensitivity ("allergic or hypersensitivity reaction"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy and bilateral salpingooophorectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered hypersensitivity and pelvic pain to be related to essure administration. The reporter commented: the left essure device is positioned within the fallopian tube . An origin in the left cornu was not identified. It appears to be sighted fully within the tube . The right essure clip originates in the right cornu. This extends for 20mm and pokes underneath the serosal surface of the right tube, although does not perforate it. Lot number: b09702, manufacture date: 2013-03 and expiration date: 2016-03-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 26-aug-2022: new lawyer reporter was added. Final report was ticked. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a (B)(6) female patient who had essure (batch no. B09702) inserted. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6)2022. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Lot number: b09702 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6)2022: event injury nos is replaced with event medical device removal. Case became valid and serious incident. Patients date of birth, reporter information, essure removal details were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pain") in a 43 year-old female patient who had essure inserted (lot no. B09702). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required) and hypersensitivity ("allergic or hypersensitivity reaction"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy and bilateral salpingooophorectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered hypersensitivity and pelvic pain to be related to essure administration. Lot number: b09702. Manufacture date: 2013-03. Expiration date: 2016-03-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 28-jul-2022: summons received. Event: medical device removal updated to events: pain and allergic or hypersensitivity reaction. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a 43-year-old female patient who had essure (batch no. B09702) inserted. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6)2022. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Lot number: b09702, manufacture date:2013-03, expiration date: 2016-03-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain") in a 43 year-old female patient who had essure inserted (lot no. B09702). Additional non-serious events are detailed below. The patient had a medical history of amenorrhea, period pains, headache, lumbar spine degeneration, spondylosis, numbness in leg, foggy feeling in head, joint pain, parity 5, fatigue and ischialgia. Previously administered products included: mirena. Concomitant products included tramadol, naproxen and gabapentin. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required) and hypersensitivity ("allergic or hypersensitivity reaction"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy and bilateral salpingooophorectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered hypersensitivity and pelvic pain to be related to essure administration. The reporter commented: the left essure device is positioned within the fallopian tube . An origin in the left cornu was not identified . It appears to be sighted fully within the tube . The right essure clip originates in the right cornu. This extends for 20mm and pokes underneath the serosal surface of the right tube, although does not perforate it. Lot number: b09702, manufacture date: 2013-03 and expiration date: 2016-03-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 05-aug-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain / chronic pain") in a 43 year-old female patient who had essure inserted (lot no. B09702). Additional non-serious events are detailed below. The patient had a medical history of abdominal pain upper, hypertension, stroke, heartburn, endometrial ablation, hemorrhage brain, panic attacks, anxious mood, lumbo-sacral pain, multiple sclerosis, depression, low back pain, incontinence of urine, tiredness, numbness in leg, menses irregular with excessive bleeding, intermenstrual bleeding, menorrhagia, weight increase, mood swings, subarachnoid haemorrhage, chronic fatigue, amenorrhea, period pains, headache, lumbar spine degeneration, spondylosis, numbness in leg, brain fog, joint pain, parity 5, fatigue and ischialgia. Previously administered products included: mirena. Concomitant products included tramadol for pain since 01-dec-2020, sertraline for depression since 31-jan-2020, naproxen since 17-sep-2018 and gabapentin. On 19-dec-2013, the patient had essure inserted. Essure was removed on 15-feb-2022. On unknown date she experienced pelvic pain (seriousness criteria medically important and intervention required), hypersensitivity ("allergic or hypersensitivity reaction"), genital haemorrhage ("abnormal bleeding;"), abdominal discomfort ("lower abdominal discomfort"), joint swelling ("swollen joints"), peripheral swelling ("swollen hands"), brain fog ("brain fog") and fatigue ("chronic fatigue"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy and bilateral salpingooophorectomy). At the time of the report, the outcomes for pelvic pain and hypersensitivity were unknown. The reporter considered abdominal discomfort, brain fog, fatigue, genital haemorrhage, hypersensitivity, joint swelling, pelvic pain and peripheral swelling to be related to essure administration. The reporter commented: the left essure device is positioned within the fallopian tube . An origin in the left cornu was not identified . It appears to be sighted fully within the tube . The right essure clip originates in the right cornu. This extends for 20mm and pokes underneath the serosal surface of the right tube, although does not perforate it. It was necessary to remove the mirena device at hysteroscopy but access to both fallopian tubes was achieved without difficulty and the essure implants inserted .the mirena device was reinserted. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on 09-apr-2014: occlusion was confirmed and iucd was removed at patients x-ray today [ultrasound pelvis] on 14-jan-2021: only one device seen; on 18-jan-2021: 18jan2021 (normal anteverted uterus with both right and left essure devices present and appear normally placed crossing the myometrium at the cornua.. Normal appearance of both ovaries) [ultrasound scan] on 23-jun-2016: ultrasound showed normal ovaries, normal size uterus with small fibroids lot number: b09702 manufacture date:2013-03 expiration date: 2016-03-31 concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records..abnormal genital bleeding , chronic fatigue, brain fog, swollen hands, swollen joints, lower abdominal discomfort. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 26-jan-2024: mr received : reporters information patient medical history and lab data added, events- abnormal genital bleeding , chronic fatigue, brain fog, swollen hands, swollen joints, lower abdominal discomfort, were added, rcc updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.